Manufacturer narrative:
One uni-directional, curve f, tactiflex ablation catheter, sensor enabled was received for evaluation. No visual anomalies were noted. Microscopic inspection of the distal tip revealed no anomalies. The reported ¿catheter not connected¿ issue could not be confirmed. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial tachycardia procedure, there were communication issues with the advisor hd grid x catheter and the tactiflex ablation catheter resulting in a delay. It was noted that the advisor hd grid x catheter could not be visualized using port 8 and that a magnetic sensor error was displayed. The cable was exchanged, without resolution. The catheter was exchanged, and connected into port 7 which resolved the issue. However, the tactiflex catheter also was not being recognized and displayed an error stating "catheter not connected". The issue was resolved by replacing the catheter. The procedure was completed without adverse patient consequences.